Event description:
Customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 250 mg/dl, 170mg/dl and 100mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.